Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient noticed that the implantable neurostimulator recharger antenna cord was frayed a week prior to the report and the patient was unable to charge the implantable neurostimulator. The patient suddenly stopped feeling stimulation the week prior to the report. He tried charging again the day prior to the report and noticed that the implantable neurostimulator was dead.

Event description:
Follow up information received from the patient reported that the cause of the loss of stimulation and dead ins was that the end of the cord became frayed and they could not recharge the device. A replacement recharge antenna was sent overnight to the patient which resolved the issue. The patient stated that everything worked out fine and was pleased the unit was shipped overnight which kept their "down time" to a minimum. It additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.